Event description:
During evaluation at bench repair, it was identified that the device had no audio.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection found no speaker sound at start up test. Results of functional testing indicate a broken speaker. The device was replaced and no further bench repair was done, just an evaluation. The customer was provided a replacement device to resolve the issue.